Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the tether got tangled before it was cut. The delivery system was attempted/ not used and replaced. No patient complications have been reported as a result of this event.